Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that he received the alarm repeatedly. He stated that he had changed every piece, including the reservoir, infusion set tubing, insertion site, and battery. He was advised to disconnect the tubing and reservoir, reconnect the tubing and reservoir, and then manually push the plunger to verify that insulin exited the tubing. He stated that insulin did not exit the tubing. The customer assembled a new infusion set with the current reservoir and insulin still did not exit the tubing during a manual plunger push. He was advised to try a new reservoir with the infusion set. He verified that insulin exited the tubing with a manual plunger push after the reservoir change. He advised that changing the reservoir resolved the issue. He was advised that the reservoir would be replaced.